Event description:
The customer reported that they received questionable results for approximately twenty patient samples tested for multiple assays. Of the twenty samples, one was found to have an erroneous cholesterol result. The sample initially resulted as 61.0 mg/dl and this value was reported outside of the laboratory. The sample was repeated based on the "absurd" ldl calculation that was seen on a report. The repeat was performed on a cobas 6000 analyzer, resulting as 222.8 mg/dl. The sample was repeated a second time and resulted as 221.1 mg/dl. The repeat result was believed to be correct and a corrected report was issued. It is unknown if the patient was adversely affected by the event. No adverse events were alleged. The cholesterol reagent lot number was 67447001 with an expiration date of 03/31/2014. The field service representative stated that precision checks of multiple assays including glucose, cholesterol, alt, calcium, and triglycerides were found to be borderline. A sampling issue was suspected. He checked the rinse and vacuuming of rinse mechanisms; these were ok. He checked the gear pump and vacuum pressures; these were ok. He checked the stirrers and these were ok. He replaced the sample probe and then reran precision checks and all were within specification. All mechanical checks were ok. The customer ran quality controls and these were ok. The customer will continue to monitor.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.